Event description:
The customer observed partial aspiration errors from a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a stuck mixing motor. He replaced the motor which fixed the problem. The repairs were verified per established service procedures. (B)(4). The initial reporter's phone number could not be entered due to an issue with esubmitter; the phone number is (B)(6).